Event description:
It was reported during preparation, a leak occurred from the lock lever while refluxing the saline into the dc handle. It was noted the lever cap was then closed. When attempting to open the clip after establishing final arm angle (efaa), the clip would not open and then the arm opened suddenly. Therefore, the clip delivery system (cds) was not used and replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated, and the reported leak at the lock lever cap during device preparation appears to be related to user technique, and once the lever caps were fully closed, the reported leaking stopped. However, based on the information provided and without the device to analyze, a cause for the reported difficult to open the clip and jumpy clip, cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak and clip jumping. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior prolapse. One xt clip was inserted and successfully implanted. To further reduce mr, a second xt clip was inserted and while refluxing the saline into the dc handle, a leak occurred from the lock lever. It was noted the lever cap was then closed. However, when attempting to open after establishing final arm angle (efaa), the clip would not open and then the arm opened suddenly. Therefore, the clip was removed and replaced. A new xt clip was deployed, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.